Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) was isolated to the can l, can h, and drvn -grd wires in the trunk cable all measuring open. The root cause for the open wires was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was displaying a service code 204.